Event description:
It was reported the bd vacutainer® 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "there is a non-compliant filling rate of the citrate tube; one tube is filled to the gauge line, the other is 5-7mm above the gauge line."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/12/2021. H.6. Investigation: bd received 53 samples from lot 0248533, 10 samples from lot 0240224 from the customer in support of this complaint. 20 samples (lot 0248533) and 10 samples (lot 0240224). The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0240224, medical device expiration date: 2021-05-31, device manufacture date: 2020-08-27. Medical device lot #: 0248533, medical device expiration date: 2021-05-31, device manufacture date: 2020-09-04. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer¿ 9nc 0.109m buffered trisodium citrate plus blood collection tubes experienced overfill. The following information was provided by the initial reporter: translated to english. The customer stated: "there is a non-compliant filling rate of the citrate tube; one tube is filled to the gauge line, the other is 5-7mm above the gauge line."